Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s battery failure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's fan battery was replaced to address the issue.

Manufacturer narrative:
H3 other text: not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator¿s battery failure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.